Event description:
It was reported that a malfunction occurred with a pump on (B)(6) 2025, in finland. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support arranged for the pump to be replaced, provided instructions for returning the problematic pump using a pre-paid label, and confirmed the shipping address. The customer was also instructed on how to store the pump prior to its return, and backup therapy using multiple daily injections was suggested.